Event description:
The dr claims that the graft was implanted on 3/18/93 as a replacement for the center and right side clavical artery. The dr stated that there was midriasis right after surgery, disappearance of the 4th ventricle with computerized tomography scan. On the fifth day, brain death was confirmed due to flattening brain wave. On the 8th day post-op, the heart stopped. The pt died in the acute period after surgery.